Manufacturer narrative:
No patient involvement was reported. Date device became worn is not known. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the corners of the large hexagonal screwdriver are worn down, and the device is unable to grip the screw. This issue was discovered outside the operating room. There is no patient involvement. This report is for one (1) large hexagonal screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. Part no.: 314.270, lot no.: 1818623, manufacturing location: (B)(4), release to warehouse date: 04.feb.2008. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Device condition: the large hex driver (part 314.270, lot 1818623, mfg 04.feb.2008) was forwarded from service and repair when it was deemed unrepairable. The repair technician reported the tip was rounded off and bent. The driver was received at us cq with a rounded/ worn tip. The complaint condition was visually confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the devices were returned damaged. Lot number review: DHR review showed no ncr¿s were generated during production. The material, and material properties of the returned part were determined to be conforming at the time of manufacture based on review of the DHR(s). Drawing review: the following drawing was reviewed; large hexagonal screwdriver: dimensional analysis was not performed as relevant features are significantly deformed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed as the large hex driver (part 314.270, lot 1818623) was received with a worn distal tip. A device inspection, device history record review and drawing review were performed as part of this investigation. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is likely that the driver stripped over 10+ years of use. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/ or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.